Manufacturer narrative:
Device evaluation results are: the event was confirmed; after recombining the graft cover to the tapered tip, there was a strong resistance felt when flushing as the water reached the distal end of the delivery system. The root cause of the event could not be conclusively determined as the parts measured were all within spec.

Event description:
A valiant stent graft system was attempted for use in a patient for the endovascular treatment of a 5.0 cm thoracic aortic aneurysm. It was reported that the delivery system could not be flushed with heparinized saline solution via the sideport of the valiant device. The physician slightly deployed the device and flushing was successful; however, because the device was no longer retracted into the sheath, the physician did not use the device. A replacement device was used. The physician believed this event was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.